Event description:
Reporter stated that patient received the following results on compact plus system compared to a professional meter within 1 minute: 14.3 mmol/l (compact plus system) and 7.1 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.